Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away on (B)(6) 2025. Per the contact, the customer was wearing the pump at the time of death. It was reported that the cause of death was an intentional insulin overdose. A review of pump data will be performed, and the results will be submitted in a supplemental report. Thanks!